Event description:
Olympus received a medwatch report, which stated: "olympus celon probreath probe malfunctioned during an adenoidectomy and tonsillectomy procedure. When ent md went to use the celon probreath hand piece, it would not work."

Manufacturer narrative:
Olympus f/u with the user facility to obtain add'l info regarding this report and was informed that there was no pt harm reported during the procedure and the intended procedure was completed with an unidentified probe with the same generator. The setting on the generator reportedly remained unchanged throughout the procedure. The pt reportedly had been discharged. The device referenced in this report was returned to olympus for eval. The referenced device was returned in a biohazard bag, which limited the eval to visual inspection only. There was discoloration stain noted on the distal end portion of the pin. The device had been forwarded on to the original equipment MFR (OEM) for further eval. This report is being submitted as a medical device report in an abundance of caution.